Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) number is k110637.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that his onetouch verioiq meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged meter issue began on (B)(6) 2012 at 8 pm. The patient reported obtaining blood glucose readings of "108 mg/dl" with the subject meter and "144 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose readings does not exceed the expected value of less than or equal to (B)(4). The patient informed the cca that he manages his diabetes with insulin. It is not known if the patient made any adjustments to his usual diabetes management in response to the alleged low reading(s). The patient informed the cca that he developed blurred vision; however, was unable to confirm if the symptom developed prior to or after he obtained the alleged inaccurate result(s) with the subject meter. The patient reported that on the morning of (B)(6) 2012, he saw his hcp and stated he was treated with insulin. At the time of initial troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly treated by an hcp for hyperglycemia after the subject meter read inaccurately low.